Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported for the event. Troubleshooting revealed that the daily totals were incorrect. It was stated that the insulin pump had not been put into the suspend mode and battery had not been taken out. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.